Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tubes overfilling occurred during use. No health impact or consequence reported.

Manufacturer narrative:
H6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for overfill with the incident lot was not observed. Additionally, 20 retention samples of each lot from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all 100 samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 3247744. D4. Medical device expiration date: 31-may-2024. H4. Device manufacture date: 04-sep-2023. D4. Medical device lot #: 3180412. D4. Medical device expiration date: 31-mar-2024. H4. Device manufacture date: 29-jun-2023 . D4. Medical device lot #: 3226441. D4. Medical device expiration date: 30-apr-2024. H4. Device manufacture date: 14-aug-2023. D4. Medical device lot #: 3261566. D4. Medical device expiration date: 31-may-2024. H4. Device manufacture date: 18-sep-2023. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tubes overfilling occurred during use. No health impact or consequence reported.